Manufacturer narrative:
(B)(4). The rt211 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported via our distributor that an rt211 adult dual heated breathing circuit did not pass the ventilator leak test. No pt consequence was reported.